Event description:
It was reported that an unspecified amount of valve sets leaked from ports 1 ¿ 4. There appears to be high "backpressure" causing the spikes to not stay in the bag port spill out all over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.